Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent radial head osteosynthesis for the fracture of the radial head and neck with the locking screw. The surgeon inserted the locking screw with a torque limiter, however he could not tighten it. It was confirmed that the locking screw penetrate the plate hole. Although the surgeon tried to remove the locking screw, he could not remove and left the locking screw in the body. Other locking screws were inserted into plate holes properly. Fixation was deemed to be no problem, and there were no plans for removal surgery. Procedure was completed successfully with thirty(30) minutes of surgical delay. The surgeon commented that the drill guide was attached to plate holes without any problems, and the penetration was caused by the locking screw, not the plate. Concomitant device reported: unk screwdrivers: trauma (part# unknown; lot# unknown; quantity: 1). Unk - plates: lcp radial head (part# unknown; lot# unknown; quantity: 1). Unk - guides/sleeves/aiming: guide (part# unknown; lot# unknown; quantity: 1). This report is for one (1) unk - plates: lcp radial head. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
This report is for an unk - plates: lcp radial head/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A photo investigation was completed: visual analysis of the provided photo revealed that there was no damage or defects with the plates. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.